Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) pressure cable has gone bad on serial number (B)(6) and needs another one. The pressure waveform was regained after the customer taped the cable in a certain way that maintained pressure waveform. The ECG trigger never stopped. The patient was not harmed and therapy continued.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) confirmed the reported issue however no service repair was requested by the customer. In order to fix the issue customer replaced bp transducer adapter cable. The iabp was then cleared for clinical service. H3 other text : service repair is not requested.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.